Manufacturer narrative:
(B)(4). Receiving inspection: 5/24/2016 - received the following devices: four (4) used ch2000s-c, spinning spiros, suspect lot# 3246176 and 3059623. Three (3) new ch2000s-c, spinning spiros, lot# 3059623 two (2) used transfer set w/dual check valve, microclave, luer lock, non-dehp tubing lot# 3195853. Functional testing: the male luers of the returned 60cc luer lock syringes were bent. The male luer threads were stripped by the female luer threads of the ch2000s-c spinning spiros. The female luer threads of the ch2000s-c spinning spiros also had some minor damage typical of threads stripping. Analysis summary: the complaint of the ch2000s-c spinning spiros disconnecting from a 60ml luer lock syringe and bending the male luer of the syringe when tugging and pulling forces are applied was confirmed. When a syringe is connected to a microclave/spiros assembly this creates a long lever and care needs to be taken to not apply bending forces during use.

Event description:
Complaint regarding multiple ch2000s-c, spinning spiros, lot# unknown. Report states, "60 ml bd syringe was loaded with cellcept&#59401;intravenous (mycophenolate mofetil hydrochloride.) It was drawn up in the pharmacy and ch2000s-c was locked onto the end of the syringe for delivery to patient. Syringe was loaded into an alaris medfusion model 8110 syringe pump. The microclave built into an ICU medical b33895 closed med set was attached to the ch2000s-c. During the infusion process, tugging or pull force was applied to the b33895 extension set, creating enough pull force to bend the tip of the 60 ml bd syringe and detach the ICU medical ch2000s-c from the syringe. There have been (B)(4) recent reported incidents of this happening and 2 of the sets in this complaint are being returned for investigation." No serious adverse patient consequences reported.